Event description:
The customer's mother stated that the batteries are only lasting for three days in the insulin pump. The customer's diabetes educator looked at the insulin pump and is worried that the insulin delivery is inconsistent. The customer is experiencing high and low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.